Event description:
It was reported that the patient was having a non-functional battery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having a non-functional battery. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was discarded by the facility.